Event description:
The stent was successfully deployed at the neck of the internal carotid artery (ica) aneurysm. As the physician was attempting to access the aneurysm across the stent with a microcatheter to embolize the aneurysm, the microcatheter lost access and came out of the aneurysm. The microcatheter tip was noted to be caught in the stent. This resulted in the stent being dislodged from its intended location by the microcatheter movement. The physician stated that the "the stent tines on the proximal end did not fully expand". The microcatheter was removed from the patient and the procedure was aborted. There were no reported clinical consequences to the patient.